Event description:
Lead management case to extract one recalled sjm ICD lead. The patient presented with very poor health and an ef of 10%. The physician began the procedure by prepping the lead with an lld; extraction began with a 12f glidelight but was later up-sized to a 14f glidelight with visisheath. During use of the 14f glidelight and visisheath an svc tear occurred. The tear was repaired via sternotomy; however the patient was unable to be weaned off of the pump and did not survive the intervention.